Event description:
Foreign hospital reported to smiths medical, that the tubing became disconnected at the pt end, where it should have been solvented. There was no pt injury or treatment reported for this event.

Manufacturer narrative:
The reporter was unsure if the product was mx9625 (lot 1158154) or mx9622 (lot 1206516 or lot 1176659). Mx9265,- lot 1158154 exp date 05/2012, mfg date 05/2007. Mx9622 lot 1176659, exp date 06/2012, mfg date 06/2007. The subassembly in question is a560 (a333r-70) and is manufactured by smiths medical. This assembly is incorporated into the finished product (mx9622 & mx9625) by smiths medical int'l. The finished product is further assembled, packaged and sterilized by smiths medical int'l. The customer indicated that the product was not available for return. The device history was reviewed for the above lots with no related issues found. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product eval. This issue is being monitored. No add'l action is necessary at this time. Smiths considers this MDR closed with this report.